Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during akreos lens insertion into the patient's eye, the capsular bag tore. The surgeon feels the cause of the tear was from the trailing haptic unfolding. This report pertains to the patient's right eye. Additional information has been requested. Please reference MDR#: 1119279-2013-00333 for the intraocular lens.